Event description:
It was reported that multiple cartridge alarms occurred (alarm 30 and alarm 20). In addition, it was reported that multiple malfunction alarms occurred. Customer¿s blood glucose was 153 mg/dl. Reportedly the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.